Event description:
The facility's biomedical engineering department reported an incident of a free flow. The event was reported to have occurred during patient use. According to biomed, no patient injury or medical intervention has been reported. No additional information available.